Event description:
It was reported that plunger sensor error was experienced.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was check syringe plunger sensor found in the event history log (ehl). During analysis, the reported issue was able to be duplicated. It was identified the dowel pin came loose from the plunger head mount. Service replaced the plunger head mount and dowel pin. Performed pm and all functional tests which passed.